Manufacturer narrative:
An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone, a stuck removal tool and a fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was location is #3 and was used for approximately 12 years. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. DHR review: DHR review was completed for the subject lot number (61266299). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (61266299) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture : implant. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k013227.

Event description:
It was reported that the implant was removed due to becoming fractured. Tooth #3.